Event description:
Following a dignostic procedure an angio-seal device was placed in a pt's groin. Approximately 3-4 days post procedure the pt presented with a red and swollen groin. A wound swab was taken which was positive for staph aureus. The pt was rehospitalized and placed on IV antibiotics for a duration of four days. The pt was then discharged home on a four week course of oral antibiotics. The pt was without further problems at the time of this report on 09/15/1998. As of 10/12/1998 there has been no further report to the MFR of complication or pt sequelae.